Event description:
The respiratory therapist (rt) reported the patient's oxygen saturation decreased and the patient became cyanotic while on the ventilator. The rt reported the device was not delivering oxygen. The rt reported the patient suffered no harm. The manufacturer's service technician was unable to duplicate the reported issue with the ventilator. The service technician reported the rt told him that the patient's oxygen saturation had decreased from around 100% to around 70% and the patient was removed the ventilator and placed on another device. The rt stated she wasn't sure if there was a problem with the attachment of the pulse oximeter probe to the patient's finger. The rt manager reported the patient's oxygen saturations were in the 90's and decreased into the 70's. The nurse called the rt into the room and reported the patient was cyanotic. The nurse manually bagged the patient and the patient's color 'pinked up' and the patient was placed on another device. The rt manager reported there was no further incident after the patient was placed on the other device. The rt manager did not know of any patient medical history or issues during hospitalization that may have caused or contributed to the reported event. The service technician reported the ventilator passed all testing, including performance verification testing and extended self testing pre- and post-evaluation.